Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. The issue was confirmed, the emergency lamp was not working. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: accidental failure of the emergency lamp due to the life of the emergency lamp and long-term use.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the emergency lamp was not working but the examination lamp had without any problem. There was no report of patient injury associated with the event.